Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator's (epg) screen displayed nothing, however, all the lights turned on and flashed, when turned on. It was noted during the bench test that the upper display turned on with no anomalies observed. During initial inspection, it was noted that the atrial encoder was hard to adjust. Additionally, it was noted that the liquid crystal display (lcd), the display frame, and one case screw were contaminated. Also, the lower case was broken and dented. The label was missing. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) screen displayed nothing, however, all the lights turned on and flashed, when turned on. There was no patient involvement.